Event description:
The account alleged that the bed exit alarm was not functioning. No patient impact.

Manufacturer narrative:
The tech calibrated the scale power control board assembly to resolve the issue.